Manufacturer narrative:
(B)(4). Evaluation of the incident grounding pad found it to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported event.

Event description:
The customer reported that a pt received burns at the return pad site. Information regarding the degree of burn and type of treatment was not provided.